Event description:
It was reported that during the implant, the physician damaged the lead insulation while placing the stylet inside of lead. The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).